Event description:
During a routine generator replacement, the leads' insulation was observed to be torn away from the perimeter of the terminal pins. A visual inspection of the pins also revealed a wire fracture in both leads. The patch & sensing lead were capped & a new sensing lead implanted. There was no reported injury to the pt. It was reported that the pt may have damaged the leads playing hockey, & has been warned by the physician of the risk involved. A med device report (firm's ref no 2938836-1995-0015m) has been filed on the dp-5038.